Event description:
It was reported that the system mixed up images. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and reloaded software. The system operates as intended.